Manufacturer narrative:
Block h6: imdrf device code a040601 captures the reportable event of stent buckled material, inside the patient. Imdrf device code a0406 captures the reportable event of stent material deformation, inside the patient.

Event description:
It was reported that during the procedure, the stent shrank and deformed and could not be delivered into the patient's body. The procedure was completed with another of the same device and the patient condition following the procedure was stable.

Manufacturer narrative:
Block h6: imdrf device code a040601 captures the reportable investigation results of stent buckled material, inside the patient. Imdrf device code a0406 captures the reportable investigation results of stent material deformation, inside the patient. Block h11: the percuflex plus ureteral stent was returned with the opened box and the positioner for analysis. However, the suture did not return. During the media and visual inspection, it was found that the stent was totally buckled, to which it consequently caused the material deformation. The reported event of stent material deformation and stent buckled material will be confirmed. It is possible to conclude that this issue could be caused by operational factors. The positioner has to be loaded by the radiopaque tip of positioner onto the guidewire and advance until it abuts stent. If the positioner is advanced with excess force over the guidewire the stent can get buckled or accordioned consequently causing the material deformation. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse events occurred during the procedure and the device had no influence on the events.

Event description:
It was reported that during the procedure, the stent shrank and deformed, and could not be delivered into the patient's body. The procedure was completed with another of the same device and the patient condition following the procedure was stable.